Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia 1 (vt-1) episode with rhythm identification 'true' but the patient received anti-tachycardia pacing (atp) and shock. Technical services (ts) discussed that vt-1 is a monitor only zone. The initial detection was in monitor only but redect was in ventricular tachycardia which led to theray delivery. Ts indicated this was normal device operation. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional informaiton is received, this report will be updated.

Event description:
Additional information was received that this device was later explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.